Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Per legal manufacturer's investigation the reported phenomenon was likely due to external force applied to the distal end during handling of the device. The instructions for use states "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." An observed irregularity on the device should not be used. Requests for additional information have been emailed to the customer. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report was confirmed. Additionally, the bending section cover had a cut and the light guide lens tube was collapsed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report air/water leakage from the distal tip of the evis exera ii ultrasound gastrovideoscope found during reprocessing. During evaluation of the customer's returned device, peeling glue was found. This report is being submitted for the peeling glue found at estimation. There was no patient/user injury or harm reported to olympus.